Event description:
The intra-aortic balloon was inserted into the pt on 7/1/98 during an operation. On 7/4/98, the "gas loss" alarm sounded from the system 9ot pump and the intra-aortic balloon leaked. Blood was noted in the catheter. (Event complications: none from the event - reported 7/16/98.) (Pt's current status: unk - reported 7/16/98.)